Event description:
Pt on intra-aortic balloon pump. Balloon ruptured in vessel requiring surgical intervention for removal.

Event description:
Add'l info rec'd from MFR 9/14/00: the product has not yet been returned to datascope for evaluation and is still "promised" for return. If the iab is returned, MFR will provide the requested info as soon as the item is evaluated.